Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer. Fse verified some imprecision in ise (ion selective electrode) qc. The fse replaced the ise mix motor, mixer bar, sample pot, buffer valves, reference valves, reference block, and sample probe. Fse verified all electrode cables, and connections were correct and verified alignments. Fse performed verifications with no additional issues. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported low anion gaps on patient results on their dxc 700 au instrument. The results were not reported out of the laboratory. There was no change to patient treatment. Quality control (qc) results were within laboratory¿s established range prior to the event.